Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Additional information provided noted that the patient had cancelled an upcoming procedure. At this time the system remains implanted.

Event description:
Boston scientific received information that noise and oversensing was seen on the competitor lead. Inappropriate shock was received by the device. Upon interrogation of the device it was noted that the device tripped elective replacement indicator (eri). The device was switched off. A request for review of the data via latitude was sent to boston scientific technical services (ts). A review of the latitude data by engineering noted that the device triggered eri due to two consecutive long charge times. The device was note depleting prematurely but the cause of the long change times is unknown. The boston scientific field representative noted that a device replacement will be performed and the device will be returned for analysis. No adverse patient effects were reported.